Event description:
Patient reported increased pain. Rn found the alligator clamp that connects the catheter delivering epidural medication to the patient had popped open and medication was leaking. The rn replaced the clamp, secured the clamp with tape and checked patient frequently. This occurred twice.